Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Added information to d4, h4, h6.

Manufacturer narrative:
The cause of the event was due to patient factors, progression of patient's underlying valvular disease, and expected wear and tear. H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted 15 years underwent valve-in-valve procedure due to severe aortic stenosis. A 26mm corevalve transcatheter valve was implanted. The patent tolerated the procedure well and was in stable condition. Patient was discharged on post-operative day four (4). Per physician, surgical valve did not prematurely fail/malfunction.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease pathology likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm aortic pericardial valve implanted 15 years underwent valve-in-valve procedure due to unknown reasons. An unknown transcatheter valve was implanted.